Manufacturer narrative:
Wound dehiscence occurred. Conclusion: other - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the eval, will be submitted in a supplemental 3500a form.

Event description:
Customer reported that a patient underwent a total abdominal hysterectomy in 2008. The patient presented with an abdominal wound dehiscence two weeks following the procedure. The patient reportedly coughed immediately before the onset of the event. The patient was returned to surgery for repair.